Event description:
The customer reported that upon completion of a therapeutic plasma exchange procedure, the patient developed hives which were treated with benadryl. The patient is stable. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention.

Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.